Event description:
The duett sealing device was deployed following an interventional procedure in the right common femoral artery. The puncture site was high, in order to bypass an angioseal device anchor still present in the groin site. Following the deployment, the patient experienced edema at the puncture site towards the umbilicus and a hematoma developed. Treatment consisted of manual compression. Difficulty achieving compression and controlling the bleeding was noted due to the stick. A CT scan was performed, and revealed a retroperitoneal bleed. Manual compression was continued until bleeding ceased. The event was resolved and no further complications were reported.